Event description:
It was reported to olympus that a laryngovideoscope had image problems, very dark image. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable issue found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. Diagnostics were performed after a problem with the image was reported. Damage and perforation of the a-rubber on bending mechanism was detected, and at the same time the endoscope leak. The endoscopic image distorts colors and is very dark. When the light source is turned on, the image is cut out in the central part and gray spots are exact. Probable damage to the image sensor due to flooding of the endoscope. The root cause of the problem could not be identified. The instruction manual operation manual state: the instructions for use state: warning. The event can be detected and prevented in accordance with the following IFU. Do not pull the video cable during an examination. The endoscopic image may not be visible anymore. Do not coil the insertion tube, universal cord or video cable into a diameter of less than 10 cm. Equipment damage can result. Do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break, and it may cause water leaks. Do not insert the video connector while the electrical contacts are wet and/or dirty. The endoscopic image may not be visible. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.